Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Metal tip of stem inserter broke off in stem and has now migrated out of stem into joint. Rep did not become aware that this had occurred until (B)(6) 2010. The surgeon is scoping the patient on (B)(6) 2011 to perform a tissue release and retrieve the broken piece.